Manufacturer narrative:
Pump was received with no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewinding due to jammed motor gearbox. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm. The customer¿s blood glucose level was 9.5 mmol/l. The customer reported that the customer able to successfully clear the alarm and able to complete insulin pump rewind. The customer performed displacement and self test and both test was passed. The customer was advised the pump will need to be replaced. The customer was advised to refer to the backup plan. The insulin pump will be returned for analysis.